Event description:
A cryocyte bag broke during shipment in a metal cassette packed in a styrofoam container filled with dry ice. The customer inspected the bag before it left the facility and less than two hours later at the destination facility a corner of the bag was observed to be shattered. During thawing in a water bath the bag "fell apart." The cells were infused into a pt. The customer did not provide info whether the pt engrafted successfully or whether the pt received any medical intervention or suffered any injury related to the broken bag. The bag was gilled with < 50 ml peripheral blood stem cells. The duration of storage was less than one month. The customer uses a mechanical freezer to cool bags to a final temperature of -80 degrees celsius before placing the bags in ln2 vapor phase for storage. The bags are stored and frozen in metal cassettes. An overwrap is used for storage and freezing. The customer stated the bag had been discarded.